Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter was connected to the dexcom receiver in addition to the pump. Customer support instructed customer to power off receiver, however connection was unable to be established. Transmitter was replaced to resolve the issue. No additional patient or event information was available.